Event description:
I have been a user of clear care plus 3% hydrogen peroxide contact solution for many years, however with my latest purchase (lot 123eu, exp 08-31-25) it seems that the case included with the solution is not properly neutralizing the solution. I went through many pairs of contact lenses (3 pairs, monthly soft lenses - coppervision biofinity lot 113175703640106678, exp 04-30-2027) over the course of the past month ((B)(6) 2024) assuming there was something either wrong with the lenses or my eyes prior to realizing the issue was with the contact solution. On at least 3 separate occasions, after removing my lenses from the case (which soaked for > 6 hours, per manufacturer instructions) and having worn them for ~30 minutes to an hour, my vision would start becoming cloudy and soon after I would experience an extreme stinging sensation which prevented me from being able to see. Two of these times I had arrived at my destination, forcing me to remove the lenses and have to go without vision correction until I could arrive safely at home. I came to realize it was the solution causing these issues after I noticed that new lenses straight from the box did not bother my eyes at all, which is expected for being the only brand I've ever used over the past 10 years. After these new lenses were placed in the clear care case with the accompanying solution I experienced the symptoms as described previously. Upon throwing away my 3rd pair of lenses, I placed them in bausch & lomb biotrue solution using the included case (lot gc24078, exp 03-31-2026) the issue was resolved. Again, I have used the clear care product for many years now and this is the first time I have experienced this problem. Ref reports: mw5157131, mw5157132.